Manufacturer narrative:
Gehc recommended replacing the compact flash card. No report of patient involvement. (B)(4).

Event description:
The hospital reported the unit had a system malfunction. There was no report of patient involvement.